Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving unknown drug, unknown concentration at unknown dose via intrathecal drug delivery pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient showed up in the hospital to see emergency room (ER) hcp for increased pain and a beeping pump. Patient was told by managing hcp in (B)(6) 2017 that he would need a refill and pump replaced in (B)(6) 2017. Patient failed to show up for refill and now was in ER with end-of-service (eos) pump. Patient did not want to see current managing hcp and not sure if he wanted pump replaced either, so ER referred him to different hcps for follow up. It was unknown if patient would actually follow up with these hcps at this time. There was no diagnostics/troubleshooting performed. There was no interventions/actions that were taken to resolve the issue and it was unknown if the intervention was planned. At the time of this report, the issue was not resolved and patient status was alive-no injury. The patient¿s concomitant medications included hydrocodone with unknown dosage. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8870, lot# unknown, serial# unknown, implanted: n/a, explanted: n/a, product type: software. Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.